Event description:
During service and repair pre-testing failures were observed; the motor shut off during testing, low (rpm) rotations per minute (47,000), male contact pin pushed in, bad thermistor, e6 error code, and a loose set screw. The device was not used during surgery. No injuries or medical interventions are associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual hand piece device was received and evaluated. Reliability engineering completed an evaluation of the device and the findings revealed that this event was due to normal wear over time. Loose set screws, e6 error code, low rotations per minute (rpms), male contact pin pushed in, and a bad thermistor were also observed during the evaluation. Testing was performed and the event was duplicated and confirmed. If additional information should become available, a supplemental report will be sent accordingly.

Manufacturer narrative:
(B)(4).